Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a punctured front panel and an old main switch version, both of which were recommended to be replaced. A software update was also recommended. A worn-out video connector latch causing poor connection with pigtails was also uncovered. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the evis exera iii video system center fails to activate and does not turn on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the subject device failing to be activated could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.